Event description:
It was reported during the angio-seal deployment, the paitent complained of pain. Hemostasis was achieved, however, the suture would not release and the device could not be pulled back. The physician cut the sheath in half. The patient underwent surgery where the angi0-seal device was removed; it was noted the suture had caught in the manufactured slit of the carrier tube.